Event description:
Philips received a complaint by the customer on the v60 indicating touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report touchscreen issues. The customer attempted to calibrate the touchscreen but was unsuccessful. The rse provided the customer with the part number to replace the touchscreen. The customer replaced the touchscreen and confirmed the reported issue was resolved. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.